Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not interrogate and additionally noted that both keyboard hinges were broken, the keyboard slide cover was missing, the stylus cable was cut though the stylus was still functional, the electrocardiogram connector was loose. Analysis was unable to confirm that there was a printer problem. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implanted device. It was recommended that the radiofrequency head be replaced or return the programmer for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported that the programmer's printer was not working and that the programmer had been returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.